Event description:
It was reported that while the surgeon was positioning the gastric band around the pt's stomach, the buckle detached. He had to remove this band and insert a new one in order to carry out and finish the case. There were no adverse pt consequences.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.